Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united stated. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 follow-up, the physician observed that in most of the recorded episodes, the ventricular paced or sensed events were followed closely by atrial events. These events were not blanked by the post ventricular atrial blanking (pvab - programmable up to 255ms). Such behavior induced inappropriate fallback mode switches and abnormal ddd functioning. The physician asked for a solution for this special case (by device programming).